Event description:
It was reported a priming bolus was performed in the doctor¿s office and an initial priming bolus was set to administer after the patient arrived at home and no longer under medical supervision. The patient went into respiratory arrest that evening and died several days later. The proper procedure was not followed. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
The exact date of death is unknown. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).